Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps and bleeding prevention during an endoscopic clipping procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician broke the handle to try and fire the clip but was unsuccessful. There were no patient complications reported as a result of this event.